Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket/510(k) p190006.

Event description:
It was reported that a patient went to the ER to have their device site examined because they felt like their body was rejecting the device. The patient expressed that they are experiencing pain at the site and movement. The patient also mentioned they feel like they are retaining fluid, and also minor swelling around the implant site area. The patient is currently in the hospital being treated. A patient's outcome was not reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the events of discomfort, edema, inflammation, swelling, implant pain and migration were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that a patient went to the ER to have their device site examined because they felt like their body was rejecting the device. The patient expressed that they are experiencing pain at the site and movement. The patient also mentioned they feel like they are retaining fluid, and also minor swelling around the implant site area. The patient is currently in the hospital being treated. A patient's outcome was not reported.